Manufacturer narrative:
Pending investigation. D10: 02-010-01-0335 - logic femoral ps cem right sz 3.5 (B)(6) 02-012-44-3513 - logic tibia implant psc insert, sz 3.5, 13mm (B)(6) 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t (B)(6) 02-012-60-1440 - tru stem ext 14mm x 40mm (B)(6) 200-02-38 - three peg patella 38mm (B)(6) 204-70-00 - tibial stem ext. Screw (B)(6).

Event description:
As reported, approximately 5 years and 8 months post the initial right total knee arthroplasty, the patient was revised and the ps femoral, logic fit tray, and size 13mm psc poly were all removed due to delamination of the polyethylene component. Surrounding and affected tissue was excised and a cc stemmed femoral component was implanted, along with a stemmed tibial tray and cc size 21 poly. It is a possibility this patient was affected by the recall. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The revision reported is most likely due to prosthesis wear which may have been due to a combination of axial rotation mismatch between the tibial and femoral components and greater in-vivo loading of the medial side. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.